Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The customer was recommended to replace the control panel assembly to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).the distributor performed a checkout of the equipment and confirmed the reported issue. The customer was recommended to replace the control panel assembly to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During pre-use check, the hospital reported a malfunction resulting in the inability to switch ventilation modes. There was no report of patient involvement.